Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported event was duplicated during device evaluation. During visual inspection, third party components were found throughout the device, which is the probable cause of the reported event. The device was repaired and returned to the user facility.

Event description:
It was reported that during testing conducted at the user facility the cordless driver 3 was not running in the correct mode; it was running in reverse when in forward mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during testing conducted at the user facility the cordless driver 3 was not running in the correct mode; it was running in reverse when in forward mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.